Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test and sensor passed with accurate readings. The cannula was found to be split from tubing.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor is damaged and bends on insertion. The customer's blood glucose level at the time was 110mg/dl. Troubleshooting was conducted and the customer is returning the sensor and receiving replacement.